Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06843, related manufacturer reference number: 2017865-2021-06845. It was reported that the patient presented to the emergency room with bacteremia. The patient's implantable cardioverter defibrillator system was removed. The patient was in recovery.

Manufacturer narrative:
He reported field event of infection was not confirmed in the laboratory. Analysis was normal. No anomalies were found.